Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer meshgraft ii serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 18 march 2019, the device was noted to have been previously repaired three times, the last repair being for the device not ratcheting reported on 3 october 2018. The reported event was confirmed by the service technician who evaluated and repaired the device. On 18 march 2019, it was reported from (B)(6) hospital that a meshgraft had a bent comb. The customer returned a zimmer meshgraft ii serial number (B)(4) for evaluation. Evaluation of the device on 22 march 2019 noted that the comb was bent and the roller was damaged. None of the pretests could be performed due to the bent comb. Repair of the meshgraft occurred the same day and involved replacing the comb, roller, and ratchet. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Date of event - unknown. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the skin graft mesher comb was bent. The event occurred before surgery. There was no harm/injury to the patient or operator. There was no delay in the surgical procedure. No adverse events were reported as a result of this malfunction.